Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. The customer did not know when the cleaning brush became stuck inside the scope. The leakage problem was found in mid-october. The device was cleaned, disinfected and/or sterilized before being sent to olympus. The scope was immersed in detergent solution when doing primary cleansing with cleansing brush 3 times, then rinsed with water and air before being put in the re-processer. The suction cylinder was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. There were no concerns about the reprocessing noted. The endoscope was not being leak tested prior to manual cleaning. The brush used was a non-olympus micro-tech (nanjing) disposable cleaning brush. Correction: (e1) reporter name and address, removed first/given name: ¿(drs.¿, middle name: ¿anderson¿, last name: ¿&¿, as invalid entries were included in error. (H8) usage of device reuse selected as unknown was selected in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it was confirmed that there was no damage to the area where the brush was detected. The brush may have remained inside the suction channel due to a deviation from the reprocessing procedure provided in the instructions for use (IFU). However, the specific cause could not be determined. The event can be detected/prevented by following the IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. However, in addition to the reportable malfunction of cleaning brush stuck in suction cylinder, the evaluation found the following non-reportable malfunction(s): due to clogging of suction tube in control unit, suction volume did not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus they had air/water leakage issues with the colonovideoscope. It was not specified during what type of use the issue was observed. The device was returned and during the device evaluation the following reportable malfunction was found: cleaning brush was stuck in suction cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.